Event description:
It was reported that during the surgery when broaching the surgeon noticed a small piece of metal inside the female patient. After inspection of the broach handle we noticed that this had come from the handle. Piece was removed from the patient. There was a delay, no adverse event occurred due to this delay. Patient was last known to be in stable condition following the event. No x-rays provided, unable to obtain. Device is being returned.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The broken instrument reported was likely the result of the small bridge area thickness of 0.035 inches, coupled with movement of the pull release shaft during impaction, which likely made the bridge area susceptible to failure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.